Event description:
It was reported that (1) device was used during an unknown number of procedures. It was reported by the rep that the nurse gave the hp052 to the rep because of multiple complaints on the handpiece, not working effectively. No record of the number of cases, surgeons or blades having problems were kept. No consequence to pts were reported.